Manufacturer narrative:
Product analysis: it was confirmed that the display could not be calibrated. The connection between the display and the printed circuit board (pcb) was reset and the stylus was calibrated to the display. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was unable to be calibrated. The programmer was returned for service. There was no patient involvement.